Manufacturer narrative:
UDI #: (B)(4). Upon completion of the investigation, it was noted that the perforator had damage to the outer drill component. Drill was functionally tested 5x per depuy-synthes tm-tm084. Drill performance was acceptable all 5x. Drill performance was not found defective. No cause could be found for the complaint. Damage to outer drill tine. A DHR review was performed for depuy-synthes product 261221, batch number: h60822. There were no issues identified during the manufacturing and release of this product that could be attributed to the problem as reported by the customer. The product was released accomplishing all quality requirements. As a result, no internally assignable cause could be identified for the reported event. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI #: (B)(4). Upon completion of the investigation, it was noted that the perforator had damage to the outer drill component. Drill was functionally tested 5x per depuy-synthes tm-tm084. Drill performance was acceptable all 5x. Drill performance was not found defective. No cause could be found for the complaint. Damage to outer drill tine. A DHR review was performed for depuy-synthes product 261221, batch number: h60822. There were no issues identified during the manufacturing and release of this product that could be attributed to the problem as reported by the customer. The product was released accomplishing all quality requirements. As a result, no internally assignable cause could be identified for the reported event. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.